Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection it was difficult to pierce through the stopper. The following information was provided by the initial reporter and translated to english. The customer stated: "we are having problems with the needle (368837) and the vacutainer holder(368872). Leakage occurs and the thread of the needle is more than the vacutainer holder."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.5. It was reported when using the bd vacutainer® brand pronto¿ quick release needle holder it was difficult to pierce through the stopper. The following information was provided by the initial reporter and translated to english. The customer stated: "we are having problems with the needle (368837) and the vacutainer holder(368872). Leakage occurs and the thread of the needle is more than the vacutainer holder." D.1. Brand name: bd vacutainer® brand pronto¿ quick release needle holder. D.3 manufacturing name: becton dickinson. D.4 UDI number: (B)(4). G.1. Manufacturing location: becton dickinson. H.3.reason code for no evaluation: other - see h.10. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since the lot number is unknown, manufacturing and inspection record of 154 lots that was the same item (#368872) manufactured from april, 2021 to the end of march, 2022 were reviewed and no abnormality was found on appearance and function inspection results. As a representative for our retained samples, we investigated 1 lot (22c30) and found no damage or molding defects in the threads and no abnormalities in the dimensional measurement results. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® brand pronto¿ quick release needle holder it was difficult to pierce through the stopper. The following information was provided by the initial reporter and translated to english. The customer stated: "we are having problems with the needle (368837) and the vacutainer holder(368872). Leakage occurs and the thread of the needle is more than the vacutainer holder."